Manufacturer narrative:
Sixty-two unopened knife samples were received for the report of the knife tip was slightly dull. Per the product line, the quality engineer used a sample plan of 20 randomly selected knives for visual and functional inspection. The 20 samples were visually inspected and were found to be conforming. The knives were then functionally tested for penetration and sample numbers 1, 3, 4, 5, and 7 through 20 were found to be conforming. Sample numbers 2 and 6 were damaged during setup and could not be functionally tested. Since 2 samples were damaged during setup, 2 more randomly selected knives were pulled for visual and functional inspection. Sample numbers 21 and 22 were visually inspected and were found to be conforming. The knives were then functionally tested for penetration and were found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the lot for the reported issue. The returned samples were found to be visually and functionally conforming therefore, the tip of the blade was slightly dull as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knives were manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a knife was slightly dull and did not enter the eye easily during surgery. Patient impact information is unknown. Additional information has been requested. Additional information received clarified that a cataract procedure was being performed at the time the knife was noted to be dull. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient.